Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in a (B)(6) year-old female patient who had essure (batch no. 755528) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included flu. Concurrent conditions included acute cystitis, blood pressure increased, ache, irregular menstruation, gastrointestinal bleed, rectal bleeding, blood in stool, black stools, vomiting, vomiting blood, hemorrhoids, paratubal cyst, fallopian tube cyst and perineal pain. Concomitant products included medroxyprogesterone acetate (depoprovera) since 2006 to (B)(6) 2011 for contraception as well as cefalexin (cephalexin an), etodolac from (B)(6) 2011 to (B)(6) 2017, naproxen sodium (aleve) from (B)(6) 2011 to (B)(6) 2017 and sulfamethoxazole; trimethoprim (mortin) from (B)(6) 2011 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("mental anguish / psych injury"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted-previously essure insertion date was (B)(6) 2007. Patient received treatment for pelvic pain, abdominal pain and general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: findings: uterus/cervix: 9 mm endometrium. Uterus measures 7.8 x 7.3 x 6.3 cm. No myometrial mass. Right ovary: right ovary measures 3.3 x 1.9 x 2.9 cm. Normal blood flow. Left ovary: the left ovary measures 1.4 x 1.4 x 2.8 cm. Normal blood flow. Free fluid: no free fluid. Bladder: unremarkable as visualized. Wall is normal thickness for degree of distention. Impression: no acute findings. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records menorrhagia and abdominal pain. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs and mr received. Model number was updated from 205 to 305. Lot number was added. New events added: abnormal bleeding (vaginal), menorrhagia, depression and mental anguish, migraines / headaches, fatigue, general abnormal bleed, abnormal bleeding (vaginal), menorrhagia. Outcome of the events pelvic pain, abdominal pain, abnormal bleeding (vaginal), menorrhagia), general abnormal bleed were updated to recovered/resolved. Concomitant drugs, concomitant conditions, medical history and lab data were added. Case became incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.